Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route. Guide catheter: launcherjl4.0. The device was returned for evaluation. Partial/difficult stent deployment could not be replicated in a testing environment as it was based on operational circumstances. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the proximal to mid left anterior descending artery with moderate tortuosity, moderate calcification, and 90% stenosis, pre-dilatation was performed with a non-abbott balloon catheter. A 3.5x38 rx xience prime stent delivery system (sds) was advanced without resistance; however, an attempt was made to inflate the sds balloon at 6 atmospheres when blood was observed to be coming into the indeflator and a balloon rupture was noted. The 3.5x38 rx xience prime sds was withdrawn without resistance. Reportedly, the stent was deployed and further dilatation was performed with a non-abbott balloon catheter to fully appose the stent to the vessel wall. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.